Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (241-293 mg/dl). A correction bolus was delivered to address the bg level. The customer thought that the pump was not delivering the correct about of insulin. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be operating as expected. Tandem technical support recommended that the customer discuss the bg level with their healthcare provider.